Manufacturer narrative:
Corrected data: correction report needed to show in the b5 that the over-sensed noise resulted in pacing inhibition and not loss of capture.

Event description:
Corrected information indicates that pacing inhibition was noted on the right ventricular (rv) lead due to the over-sensed noise and not loss of capture.

Manufacturer narrative:
H6 codes updated to show the investigation conclusion was due to the unintended use of the device rather than a component failure.

Event description:
Related manufacturing reference number: 2017865-2023-38641. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right atrial (ra) and right ventricular (rv) leads were over-sensing noise with loss of capture noted on the rv lead. The patient was asymptomatic. The ra and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures, however, an internal short was noted between conductor paths. Destructive analysis of the lead found damaged inner insulation at the suture tie region. Suture tie impression was noted at 20.6 cm from the connector pin with the outer coil also found compressed in this region consistent with procedural damage. The cause of the reported event was isolated to the damaged inner insulation cause by overtighten suture consistent with procedural damage.